Event description:
It was reported the articulation controls on the s7-3t transducer intermittently failed to perform as expected during clinical use. The transducer was being used with the epiq 7c ultrasound system. The user worked around the issue to complete the exam. There was no reported patient nor user harm associated with this event. Philips field service engineer evaluated the transducer and confirmed the reported issue. The transducer was replaced to resolve the customer¿s immediate concern. Philips has started an investigation and upon completion a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. However, the issue was not reproducible. It was determined the articulation controls are working as required and no design defect was identified as a result of the investigation. The system has returned to service with no similar issues reported.